Manufacturer narrative:
H10: the service engineer reported that the tubing kit was replaced to resolve the issue. The device passed all performance verification tests, and the device was returned to service.

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had internal tubing that that had a sticky substance/contaminate. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) that evaluated the device, reported that the v60 ventilator had internal tubing that that had a sticky substance/contaminate. It was noted that a tubing kit would be ordered for replacement. The investigation is ongoing.